Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During the procedure, while mapping the left atrium, a pericardial effusion occurred for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with abbott devices.

Event description:
During the procedure, while mapping the left atrium, an echocardiogram revealed a pericardial effusion occurred for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with abbott devices.

Manufacturer narrative:
Correction: d1. Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3008452825. Additional information: b5, g3, h2, h3.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported effusion remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.